Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller (rac). The system was tested and verified as ready for use. The unit was returned for failure analysis, but the reported failure could not be reproduced. The reported problem was remote fe: ajin mtml of ssc1 reported error 25517 and error 25520, with node name mcel, its rac was suspected and ordered new rac for replacement. This rac was installed onto a test system and at start up, no problem and no error occurred. Ran 10x power cycles, however when this run at bench test the fan is not working.

Event description:
It was reported that during a da vinci-assisted duodenal polypectomy surgical procedure, user encountered error 25517 and converted the procedure to laparoscopic surgery. The user received phone assistance from the technical support engineer (tse). The tse guided the user to check the event logs and confirmed the occurrence of error 25517 pointing to the surgeon side console (ssc)1 's left (master compute engine ) mcel. The tse advised the user to use the other console since the system was a dual console configuration. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the port incisions were not increased and there were no additional ports placed. The patient tolerated the change when the procedure was converted to laparoscopic surgery. The system functionality was checked upon powering the system and no errors were detected. The patient was an asian male, stands 176 cm and weighs 73 kg.